Manufacturer narrative:
Based on available information, qc was within specifications on the day of the event. However, data for qc level I was only provided. A system check performed on 09/19/2007, before the event, met specifications. The samples were collected in bd tubes, and centrifuged for 10 minutes. The specimens were sampled from the primary tubes. A field service engineer (fse) was dispatched to the customer's lab on two days later: the fse replaced worn peri-pump tubing and performed hardware verification. The fse ran diagnostic testing which met specifications and verified the instrument per established procedures. A customer technical service, (cts), reviewed pre-analytical sample handling with the customer. In a follow-up with the customer on the following month, they stated that they believed the erroneous result was due to sample handling. The customer indicated the serum tube was not allowed to clot for the appropriate amount of time. Cts reviewed serum clot times with the customer. Pre-analytical sample handling may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. The initial accu tni result was 1.68ng/ml. The result was reported out of the lab. On the next day, a fresh sample was collected from the patient and tested for accu tni and a result of 0.03ng/ml was obtained. The customer then re-tested the original sample for accu tni and the repeated result was 0.02ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.